Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on properly. Upon evaluation, the u1003 pld programming was corrupt. The cause of the inability to power on is the corrupt programming. The root cause of the corrupt programming cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.